Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney alleges that due to an implanted mesh, the pt's body gave rise to persistent abdominal pain, causing her severe pain. After less invasive methods failed to resolve her symptoms, the mesh was surgically repaired.